Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left hip. It was reported that after broaching, a size 6 accolade ii stem was implanted and the patient's femur fractured. The stem was pulled and surgeon attempted to use a competitor plating/ cabling system to address the fracture. The fracture wasn't properly addressed, so the surgeon used two cables to address the fracture, and implanted a size 5 accolade ii stem. Prior to this, surgeon trialled and decided on a 50mm acetabular shell. On implantation of the shell, surgeon made a clinical decision to upsize the shell to 52mm instead. Surgery was completed successfully with an overall delay of approximately 4 hours. No additional or unexpected treatment was performed, but the patient was to also have a wrist surgery which had to be postponed as a result of the delay. Rep provided the usage sheet from the procedure and confirmed that no further information will be released by the hospital or surgeon.